Event description:
No additional information on reported event.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : transverse fracture involving the proximal femoral diaphysis. No further evaluation could be performed with the image provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown ringloc cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01048. Customer has indicated that the product will not be returned to zimmer biomet for investigation, patient kept products. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient kept devices.

Event description:
It was reported patient underwent a revision procedure due to unknown reasons. There was no delay or complications during the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.